Event description:
It was reported that the device had overheating. There was no patient involved. Additional information stated that distal bearing detached found during evaluation.

Manufacturer narrative:
H3: evaluation could not be determined the reported malfunction. The likely cause of the failure could not be determined. It was also noted that not possible to insert/lock a bur, due to detached distal bearing. Therefore not possible to perform incoming temperature test. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.